Event description:
It was reported that yesterday the patient started having a lot of seizures. Caller went into the dbs therapy application to log an event and saw a message that said out of range, contact your clinician. Reviewed meaning of the message. The caller was redirected to their healthcare provider to further address the issue. Manufacturer representative (rep) reported the patient saw an "out of range" message on their patient programmer with service code 2703 and out of regulation messages on the tablet. Caller stated the patient has experienced a 75% reduction in seizures but on monday night, they had a bunch of seizures and that's when they noticed the "out of range" message. Upon checking impedances, caller initially stated the segment was showing as over 10k ohms and then upon running the auto impedance test, it showed the 1b and 2b segments as 'high'. Agent reviewed meaning of out of regulation messages and relation to high impedance. Agent suggested reprogramming, as medically appropriate, imaging and potential revision with intra-op testing to further determine if impedance issue is on the lead or extension. The issue was not resolved through troubleshooting. The cal ler was redirected to the patient's healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.